Manufacturer narrative:
The incision was irrigated to remove any broken pieces. The broken piece of the drill bit that could be removed from the pt was discarded. Therefore, no assessment of the alleged complaint could be performed. However, drill bits of this type have a long history of use in orthopedic surgery, and are known to break when over-stressed, misused, or at end of life. The rsp instrument set contains two drill bits in this size, so a back-up bit is available for use. No lot number was reported. Hence, date of manufacture could not be determined.

Event description:
The 1/8 drill bit broke during the implantation of the rsp shoulder. The tip of the bit could not be extracted and was left in the pt's glenoid.